Event description:
During an unknown procedure, the drill bit broke. Reportedly, there was no impact on the procedure and it was completed successfully. The broken part was discarded.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.